Event description:
Attorney alleges "pt was injured as a result of the failure of a synchromed el infusion system. The catheter broke leaving a portion of the catheter to migrate up and down their spine. M.d. Tried to retrieve the portion of the catheter that broke, but was unsuccessful."